Event description:
During a treatment preocedure to implant a greenfield vena cava filter, the tip dilator was observed to be crimped. A competitor's filter was used and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine.'